Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was shocking coming up from the side of tummy under the breast area. The patient reported that she would turn just a little bit and it happened or when she breathed. The patient reported that she did turn stimulation down to 1.95v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information and stated that the circumstances that led to the shocking was moving mainly in and out of car and on and off of a chair and bed. The step taken to resolve the issue was that patient went to their pain clinic. The issue was resolved. Patient provided their weight information. No further complications were reported/anticipated.